Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service pers onnel (sp) inspected the ventilator and replaced the pressure solenoid printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. The pressure solenoid pcb was returned to medtronic for further evaluation. Visual inspection noted track damage and contamination /burn marks around component u31 and c12. It was reported that during maintenance, the 760 ventilator generated an oxygen(o2) supply low pressure alarm even though the o2 pipe was connected. The reported issue was confirmed. The most likely cause was related to c omponents on the pressure solenoid pcb; however, it is unknown how this damage occurred. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, the 760 ventilator generated an oxygen(o2) supply low pressure alarm even though the o2 pipe was connected. The ventilator was not in use on a patient at the time of the reported event.